Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer stated that their blood glucose levels were impacted, however, an exact value was not provided. The customer administered an injection via insulin pen. Reportedly, the customer has insulin pens available as alternate insulin therapy.